Event description:
The customer reported the system communication errors. A pt was involved, but not injured. They were able to reboot and finish case.

Manufacturer narrative:
The ge service rep deleted the objects directory, erased system nodes and reloaded system s/w with release 29. He ran system without any errors, system is operating as intended.